Event description:
The customer reported via phone call that the insulin pump's battery cap was difficult to remove. During troubleshooting, the customer was able to remove the battery cap. Blood glucose level was 534 mg/dl at the time of the incident. The customer reported treating the high blood glucose level with the insulin pump. The customer was shipped a replacement battery cap and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.